Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Reproduced the functional test failure. Bench analysis found that atrial output was 4.5 ma when output was set to 0 ma. The atrial current mirror was replaced, which resulted in proper operation. The current mirror transistor was defective. All functional tests then passed. Conclusion: confirmed the functional test failures seen during service and repair of the device were due to a defective atrial current mirror.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper case, two side bail covers, and ring cover were broken. Two side bails and ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.